Manufacturer narrative:
Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-00647. It was reported that a burr became stuck on the rotawire. The target lesion was located in the anterior tibial artery. A 1.75mm peripheral rotalink&#59408;lus and rotawire¿ were selected to treat the lesion. During preparation outside the patient's body, it was noted that the burr stalled and was stuck on the wire. The physician then changed the rotawire¿ and the burr, and the second one worked fine to complete the procedure. No patient complications reported.